Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen with intact and fully inserted force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Event description:
The pt reported, a loss of prime warning after a routine cartridge change. She noted that the pump would not hold the prime: there were loss of prime warnings each time she primed the pump. The pt stated that after replacing the cartridge with a new one, the pump continued to produce multiple loss of prime warnings within a 4-5 hours window of time.